Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent malfunction alarms occurred. The customer's blood glucose level was 217 mg/dl. The customer was able to clear the malfunction alarms on multiple occurrences. Although requested by tandem technical support, the customer declined further assistance on the reported issue. Reportedly, the customer continued using the pump for insulin therapy.